Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was kidney disease. The caller stated that the customer had sleep apnea, congestive heart failure, and kidney disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected over 2 days prior to passing as the customer was having highs and lows, and their blood glucose was controlled better without the pump. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit not received stuck in manufacturing mode. Unit received with meijer powercell alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08710 inches. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer. Data analysis: (B)(6) 2017 to (B)(6) 2017 daily total of all insulin delivered = 0 (B)(6) 2017 daily total of all insulin delivered = 0.075 (B)(6) 2017 to (B)(6) 2017 daily total of all insulin delivered = 0